Manufacturer narrative:
H4: the lot was manufactured from february 06, 2020 - february 07, 2020. H10: the actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to unclosed distal luer. The blue winged luer cap was not returned to baxter irvine and no evidence of rupture was observed from the elastomeric bladder. Functional testing was performed by filling the device with green colored water to the nominal volume. After fill, the device was being monitored until the next day; no signs of rupture or leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured after 36 hours of use. The device was manually filled with unspecified drug using syringe. It was further reported the nurse dropped the device after filling at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.